Event description:
It was reported that mount does not disengage from implant. Procedure was completed with a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. G4: k011245, 002188.

Manufacturer narrative:
Zimvie received one (1) spwb8, (impl tapered sp 4.8mm 8mm octagon) for evaluation. Visual evaluation / functional test was performed, mount does not disengage from implant. DHR review was completed for the subject lot number 2022091747. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022091747 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was excessive torque used to place restorative component or debris stuck in implant. Therefore, based on the available information, a device malfunction did occur. The mount does not disengage from implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.